Event description:
Rptr was using the phone and the handset felt very warm to ear and hand. When phone was hung up, rptr noticed that their 14k gold ring had changed color. Half of the ring was white metal, which was new, and the other half was yellow metal. The following day rptr noticed that ring looks tarnished or charred. "It looks as if it was in a fire." MFR notified and requested the device.